Manufacturer narrative:
(B)(4). D10: cat # 574203030, lot# 3232453, avenir cmpl ha var col size 3 g2: foreign, event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the hip procedure, the extractor adapter threads were damaged and it would not connect with the stem. There was a delay less than 30 minutes and the surgeon was able to remove the stem. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.